Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Head of the theatre, reported via our sales rep, that during a surgery, he tried to implant the nail with the target device. Further he reported, that it was not possible to lock the nail with the lag screw. He reported that a second try failed. The surgery was delayed by two hours and a revision surgery followed. Dr. Reported that he used a substitute instrument (t2 femur).